Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient has varus angulation at the tibial plateau and has stem pain. The in-situ implant is a jts (non-invasive) extendible distal femoral replacement (pin 20892). The surgeon is requesting a revision surgery to freshen up the proximal tibial cut, cement in a shorter tibial stem and replace the distal femur, leaving the stem and the piston.